Manufacturer narrative:
B3. Used first day of the aware date as the event date was not provided.

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
B3. Used first day of the aware date as the event date was not provided. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There were numerous shaft kinks to the device. There was blood in the guidewire lumen and inflation lumen and the balloon was loosely folded. At 5.3cm from the tip of the device, the guidewire lumen was punctured indicating an interaction with a guidewire.

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was ruptured. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was ruptured. There were no patient complications reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. B3. Used first day of the aware date as the event date was not provided. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There were numerous shaft kinks to the device. There was blood in the guidewire lumen and inflation lumen and the balloon was loosely folded. At 5.3cm from the tip of the device, the guidewire lumen was punctured indicating an interaction with a guidewire.